Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pain/severe and persistent pelvic pain/severe and persistent pain/pain"), uterine haemorrhage ("bleeding problems after essure") and genital haemorrhage ("heavy unusual bleeding") in an (B)(6)-year-old female patient who had essure (batch no. 704969) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure - ablation". The patient's past medical history included gravida ii, parity ((B)(6) 2003; (B)(6) 2010.) In 2003 and parity on (B)(6) 2010. Previously administered products included for an unreported indication: ortho evra patch. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced migraine ("migraines") with headache. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain (constant achiness, worse with activity)"), back injury ("back injury problems"), weight increased ("weight gain"), vertigo ("persistent vertigo"), night sweats ("night sweats"), vaginal discharge ("discharge and unusual bleeding/leaking"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), uterine leiomyoma ("fibroids"), ovulation pain ("pain during ovulation"), pain ("body aches"), toothache ("teeth soreness and cavities"), dental caries ("dental decay/ teeth soreness and cavities"), blood magnesium decreased ("unexplained loss of magnesium"), blood potassium decreased ("unexplained loss of potassium"), arthropathy ("back/hip problems"), arthralgia ("hip pain (constant achiness, worse with activity)"), allergy to metals ("allergic to nickel/metal allergy/hypersensitivity reaction to nickel/reaction to implant") with urticaria and rash, mental disorder ("essure aggravated her psychiatric and /or psychological conditions."), breast tenderness ("breast tenderness") and swelling ("swelling"). The patient was treated with duloxetine hydrochloride (cymbalta), cannabis sativa (cannabis), surgery (vaginal hysterectomy), surgery (novasure - ablation) and surgery (back surgery was done). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, weight increased, vertigo, night sweats, vaginal discharge, alopecia, dyspareunia, uterine leiomyoma, ovulation pain, pain, dental caries, blood magnesium decreased, blood potassium decreased, breast tenderness and swelling had resolved and the uterine haemorrhage, back pain, back injury, arthropathy, arthralgia, allergy to metals, mental disorder and migraine outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, arthropathy, back injury, back pain, blood magnesium decreased, blood potassium decreased, breast tenderness, dental caries, dyspareunia, genital haemorrhage, mental disorder, migraine, night sweats, ovulation pain, pain, pelvic pain, swelling, toothache, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure placement was confirmed. X-rays, and MRI cortisone shots were done. Most recent follow-up information incorporated above includes: on 2-jan-2018: correction was done on 02-jan-2018 following company internal coding review, the event teeth soreness and cavities was recoded to meddra llt tooth pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pain/severe and persistent pelvic pain/severe and persistent pain/pain"), uterine haemorrhage ("bleeding problems after essure"), genital haemorrhage ("heavy unusual bleeding"), back pain ("back pain (constant achiness, worse with activity)") and uterine leiomyoma ("fibroids") in an 18-year-old female patient who had essure (batch no. 704969) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure - ablation". The patient's past medical history included gravida ii, parity in 2003, parity on (B)(6) 2010 and uterine prolapse. Previously administered products included for an unreported indication: ortho evra patch. Concurrent conditions included endometrial ablation since (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced migraine ("migraines") with headache. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), uterine leiomyoma (seriousness criterion medically significant), ovulation pain ("pain during ovulation") and allergy to metals ("allergic to nickel/metal allergy/hypersensitivity reaction to nickel/reaction to implant") with urticaria, rash and pruritus. In 2011, the patient experienced back pain (seriousness criterion medically significant), vertigo ("persistent vertigo") and pain ("body aches"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2013, the patient experienced blood magnesium decreased ("unexplained loss of magnesium") and blood potassium decreased ("unexplained loss of potassium"). In (B)(6) 2015, the patient experienced lymphadenopathy ("swollen lymph nodes"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), back injury ("back injury problems"), night sweats ("night sweats"), vaginal discharge ("discharge and unusual bleeding/leaking"), toothache ("teeth soreness and cavities"), dental caries ("dental decay/ teeth soreness and cavities"), arthropathy ("back/hip problems"), arthralgia ("hip pain (constant achiness, worse with activity)"), mental disorder ("essure aggravated her psychiatric and /or psychological conditions."), breast tenderness ("breast tenderness") and swelling ("swelling"). The patient was treated with duloxetine hydrochloride (cymbalta), cannabis sativa (cannabis), surgery (vaginal hysterectomy), surgery (novasure - ablation), surgery (back surgery (B)(6) 2015 ) and surgery (exploratory laparoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vertigo, night sweats, vaginal discharge, dental caries, breast tenderness and swelling had resolved, the uterine haemorrhage, back injury, arthralgia and mental disorder outcome was unknown, the genital haemorrhage, back pain, weight increased, alopecia, dyspareunia, uterine leiomyoma, ovulation pain, pain, blood magnesium decreased, blood potassium decreased, allergy to metals, migraine and vaginal haemorrhage was resolving and the arthropathy and lymphadenopathy had not resolved. The reporter considered allergy to metals, alopecia, arthralgia, arthropathy, back injury, back pain, blood magnesium decreased, blood potassium decreased, breast tenderness, dental caries, dyspareunia, genital haemorrhage, lymphadenopathy, mental disorder, migraine, night sweats, ovulation pain, pain, pelvic pain, swelling, toothache, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: trailing coils: left 3 right 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: essure placement was confirmed. X-rays, and MRI cortisone shots were done. Us endovaginal scan: pelvic: two uterine fibroids arc suggested as described above. There is normal flow in bilateral ovaries. Portable abdominal series: findings: bowel gas pattern is within normal limits. No ileus or obstruction. No abnormal soft tissue masses or pathologic calcifications. Tubal occlusion devices. Impression: negative study. CT abdomen and pelvis with contrast. Indications: periumbilical pain. Findings: no inflammatory changes to bowel or obstruction. Normal appendix. No free fluid or free air. Uterus and adnexa are present and grossly negative with tubal ligation devices incidentally noted. Liver, spleen, pancreas, adrenals and kidneys are within normal limits. Gallbladder present and grossly negative. Impression: negative study. Normal appendix MRI done and was found to have impingement on her sciatic nerve. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as swollen lymph nodes, itching. Events outcome and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain/severe and persistent pelvic pain/severe and persistent pain/pain/ chronic pain'), uterine haemorrhage ('bleeding problems after essure'), genital haemorrhage ('heavy unusual bleeding'), back pain ('back pain (constant achiness, worse with activity)'), uterine leiomyoma ('fibroids') and spinal fracture ('emergency back surgery believe the way essure reacted in my body may have caused vertebrae bone to break unexpectedly') in a 28-year-old female patient who had essure (batch no. 704969) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure - ablation". The patient's medical history included parity on (B)(6) 2010, parity in 2003, gravida ii and uterine prolapse. Previously administered products included for an unreported indication: ortho evra patch. Concurrent conditions included endometrial ablation since (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced migraine ("migraines") with headache. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), ovulation pain ("pain during ovulation") and allergy to metals ("allergic to nickel/metal allergy/hypersensitivity reaction to nickel/reaction to implant") with urticaria, rash and pruritus and was found to have weight increased ("weight gain") and uterine leiomyoma (seriousness criterion medically significant). In 2011, the patient experienced back pain (seriousness criterion medically significant), vertigo ("persistent vertigo") and pain ("body aches"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2013, the patient was found to have blood magnesium decreased ("unexplained loss of magnesium") and blood potassium decreased ("unexplained loss of potassium"). In (B)(6) 2015, the patient experienced lymphadenopathy ("swollen lymph nodes"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), back injury ("back injury problems"), night sweats ("night sweats"), vaginal discharge ("discharge and unusual bleeding/leaking"), toothache ("teeth soreness and cavities"), dental caries ("dental decay/ teeth soreness and cavities"), arthropathy ("back/hip problems"), arthralgia ("hip pain (constant achiness, worse with activity)"), mental disorder ("essure aggravated her psychiatric and /or psychological conditions."), breast tenderness ("breast tenderness"), swelling ("swelling"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), skin disorder ("skin condition"), hypersensitivity ("hypersensitivity"), vaginal infection ("vaginal. Infect"), nausea ("nausea"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems") and spinal fracture (seriousness criterion medically significant). The patient was treated with cannabis sativa (cannabis), duloxetine hydrochloride (cymbalta), emergency back surgery and surgery (novasure - ablation, vaginal hysterectomy, back surgery (B)(6) 2015 and exploratory laparoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, vertigo, night sweats, vaginal discharge, dyspareunia, dental caries, allergy to metals, breast tenderness, swelling, migraine, dysmenorrhoea, abdominal pain, nausea, fatigue, gastrointestinal disorder, tooth disorder and spinal fracture had resolved, the uterine haemorrhage, back injury, arthralgia, mental disorder, menorrhagia, skin disorder, hypersensitivity and vaginal infection outcome was unknown, the genital haemorrhage, weight increased, alopecia, uterine leiomyoma, ovulation pain, pain, blood magnesium decreased, blood potassium decreased and vaginal haemorrhage was resolving and the arthropathy and lymphadenopathy had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, arthropathy, back injury, back pain, blood magnesium decreased, blood potassium decreased, breast tenderness, dental caries, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hypersensitivity, lymphadenopathy, menorrhagia, mental disorder, migraine, nausea, night sweats, ovulation pain, pain, pelvic pain, skin disorder, spinal fracture, swelling, tooth disorder, toothache, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo and weight increased to be related to essure. The reporter commented: trailing coils: left 3 right 3 patient received treatment for pelvic/ abdominal, back pain, menorrhagia, rash/skin condition, hypersensitivity, nausea, migraine, fatigue, gi conditions, dental problems. Patient not received treatment for vaginal. Discharge, vaginal. Infection diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure placement was confirmed. (Bilateral occlusion). Diagnostic results: x-rays, and MRI cortisone shots were done. Us endovaginal scan ¿ pelvic: two uterine fibroids arc suggested as described above. There is normal flow in bilateral ovaries. Portable abdominal series: findings: bowel gas pattern is within normal limits. No ileus or obstruction. No abnormal soft tissue masses or pathologic calcifications. Tubal occlusion devices. Impression: negative study. CT abdomen and pelvis with contrast. Indications: periumbilical pain. Findings: no inflammatory changes to bowel or obstruction. Normal appendix. No free fluid or free air. Uterus and adnexa are present and grossly negative with tubal ligation devices incidentally noted. Liver, spleen, pancreas, adrenals and kidneys are within normal limits. Gallbladder present and grossly negative. Impression: negative study. Normal appendix MRI done and was found to have impingement on her sciatic nerve. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: pfs received- new events:" dysmennorhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), skin condition, hypersensitivity, vaginal. Infect,nausea, fatigue, gi conditions, dental problems, emergency back surgery believe the way essure reacted in my body may have caused vertebrae bone to break unexpectedly" were added. Outcome for events- "allergic to nickel/metal allergy/hypersensitivity reaction to nickel/reaction to implant, back pain (constant achiness, worse with activity), painful intercourse/ dyspareunia (painful sexual intercourse),nausea, migraine, fatigue, gi conditions,dental problems" updated to recovered / resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pain/severe and persistent pelvic pain/severe and persistent pain/pain"), uterine haemorrhage ("bleeding problems after essure"), genital haemorrhage ("heavy unusual bleeding"), back pain ("back pain (constant achiness, worse with activity)") and uterine leiomyoma ("fibroids") in an 18-year-old female patient who had essure (batch no. 704969) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure - ablation". The patient's past medical history included gravida ii, parity in 2003, parity on (B)(6) 2010 and uterine prolapse. Previously administered products included for an unreported indication: ortho evra patch. Concurrent conditions included endometrial ablation since (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced migraine ("migraines") with headache. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), uterine leiomyoma (seriousness criterion medically significant), ovulation pain ("pain during ovulation") and allergy to metals ("allergic to nickel/metal allergy/hypersensitivity reaction to nickel/reaction to implant") with urticaria, rash and pruritus. In 2011, the patient experienced back pain (seriousness criterion medically significant), vertigo ("persistent vertigo") and pain ("body aches"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2013, the patient experienced blood magnesium decreased ("unexplained loss of magnesium") and blood potassium decreased ("unexplained loss of potassium"). In may 2015, the patient experienced lymphadenopathy ("swollen lymph nodes"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), back injury ("back injury problems"), night sweats ("night sweats"), vaginal discharge ("discharge and unusual bleeding/leaking"), toothache ("teeth soreness and cavities"), dental caries ("dental decay/ teeth soreness and cavities"), arthropathy ("back/hip problems"), arthralgia ("hip pain (constant achiness, worse with activity)"), mental disorder ("essure aggravated her psychiatric and /or psychological conditions."), breast tenderness ("breast tenderness") and swelling ("swelling"). The patient was treated with duloxetine hydrochloride (cymbalta), cannabis sativa (cannabis), surgery (vaginal hysterectomy), surgery (novasure - ablation), surgery (back surgery (B)(6) 2015 ) and surgery (exploratory laparoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vertigo, night sweats, vaginal discharge, dental caries, breast tenderness and swelling had resolved, the uterine haemorrhage, back injury, arthralgia and mental disorder outcome was unknown, the genital haemorrhage, back pain, weight increased, alopecia, dyspareunia, uterine leiomyoma, ovulation pain, pain, blood magnesium decreased, blood potassium decreased, allergy to metals, migraine and vaginal haemorrhage was resolving and the arthropathy and lymphadenopathy had not resolved. The reporter considered allergy to metals, alopecia, arthralgia, arthropathy, back injury, back pain, blood magnesium decreased, blood potassium decreased, breast tenderness, dental caries, dyspareunia, genital haemorrhage, lymphadenopathy, mental disorder, migraine, night sweats, ovulation pain, pain, pelvic pain, swelling, toothache, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: trailing coils: left 3 right 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure placement was confirmed. X-rays, and MRI cortisone shots were done. Us endovaginal scan ¿ pelvic: two uterine fibroids arc suggested as described above. There is normal flow in bilateral ovaries. Portable abdominal series: findings: bowel gas pattern is within normal limits. No ileus or obstruction. No abnormal soft tissue masses or pathologic calcifications. Tubal occlusion devices. Impression: negative study. CT abdomen and pelvis with contrast. Indications: periumbilical pain. Findings: no inflammatory changes to bowel or obstruction. Normal appendix. No free fluid or free air. Uterus and adnexa are present and grossly negative with tubal ligation devices incidentally noted. Liver, spleen, pancreas, adrenals and kidneys are within normal limits. Gallbladder present and grossly negative. Impression: negative study. Normal appendix MRI done and was found to have impingement on her sciatic nerve. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pain/severe and persistent pelvic pain/severe and persistent pain/pain"), uterine haemorrhage ("bleeding problems after essure") and genital haemorrhage ("heavy unusual bleeding") in an (B)(6) female patient who had essure (batch no. 704969) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure - ablation". The patient's past medical history included gravida ii, parity ((B)(6) 2003; (B)(6) 2010.) In 2003 and parity on (B)(6) 2010. Previously administered products included for an unreported indication: ortho evra patch. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced migraine ("migraines") with headache. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain (constant achiness, worse with activity)"), back injury ("back injury problems"), weight increased ("weight gain"), vertigo ("persistent vertigo"), night sweats ("night sweats"), vaginal discharge ("discharge and unusual bleeding/leaking"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), uterine leiomyoma ("fibroids"), ovulation pain ("pain during ovulation"), pain ("body aches"), tooth disorder ("teeth soreness and cavities"), dental caries ("dental decay"), blood magnesium decreased ("unexplained loss of magnesium"), blood potassium decreased ("unexplained loss of potassium"), arthropathy ("back/hip problems"), arthralgia ("hip pain (constant achiness, worse with activity)"), allergy to metals ("allergic to nickel/metal allergy/hypersensitivity reaction to nickel/reaction to implant") with urticaria and rash, mental disorder ("essure aggravated her psychiatric and /or psychological conditions."), breast tenderness ("breast tenderness") and swelling ("swelling"). The patient was treated with duloxetine hydrochloride (cymbalta), cannabis sativa (cannabis), surgery (vaginal hysterectomy), surgery (novasure - ablation) and surgery (back surgery was done). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, weight increased, vertigo, night sweats, vaginal discharge, alopecia, dyspareunia, uterine leiomyoma, ovulation pain, pain, dental caries, blood magnesium decreased, blood potassium decreased, breast tenderness and swelling had resolved and the uterine haemorrhage, back pain, back injury, arthropathy, arthralgia, allergy to metals, mental disorder and migraine outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, arthropathy, back injury, back pain, blood magnesium decreased, blood potassium decreased, breast tenderness, dental caries, dyspareunia, genital haemorrhage, mental disorder, migraine, night sweats, ovulation pain, pain, pelvic pain, swelling, tooth disorder, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure placement was confirmed. X-rays, and MRI cortisone shots were done. Most recent follow-up information incorporated above includes: on 27-nov-2017: case becomes valid. Previous event severe and permanent injuries was deleted and new events added: hives and itching, skin problems/itchy skin, skin breakouts, weight gain, persistent vertigo, stabbing pain, night sweats, discharge and unusual bleeding, headaches, hair loss, painful intercourse, fibroids, pain during ovulation, body aches, teeth soreness and cavities/dental decay, unexplained loss of magnesium, unexplained loss of potassium, back injury problems, back/hip problems, hip pain (constant achiness, worse with activity), back pain(constant achiness, worse with activity), allergic to nickel/ metal allergy/ hypersensitivity reaction to nickel/ reaction to implant, essure aggravated her psychiatric and /or psychological conditions, reaction to implant, breast tenderness, swelling, severe and persistent pelvic pain/ severe and persistent pain, pain and leaking and migraines,bleeding problems after essure,novasure - ablation. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.